Manufacturer narrative:
Section b1: correction. "Adverse event" incorrectly selected in previous report. Manufactures investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log files review. The log files spanned approximately 2 days (06jul2021 to 08jul2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated on 07jul2021 from 07:15 to 20:39 due to an invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial hsc-100152, was functionally tested without any issue. The controller was connected to a mock circulatory loop for an extended period of time without reproducing alarms. The controller functioned as intended during analysis. Additional information on 08jul2021 stated that the controller was exchanged which resolved the issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 19mar2021. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low voltage hazard alarms and power cable disconnected alarms were observed (B)(6) 2021. The patient changed clips, re-seated batteries, and keeps the contacts clean. The patient believed it was the black power cable. Log file submitted captured some intermittent indications of a weak connection occurring mostly on the controller black lead. The patient underwent a system controller exchange which seemed to have fixed the issue.